Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient notices that her insulin delivery stops when there are 80 units of insulin remaining in the insulin cartridge, resulting in raised blood glucose levels. Patient reports that the pump does not alert her of piston rod/insulin delivery stopping. Asked the patient to check her error data on the pump, and there is no evidence of errors or warning that would relate to this issue. No adverse event alleged. A request was made for the return of the device.